Manufacturer narrative:
Device was returned to manufacturer on 17 dec 2019. Device evaluation completed by manufacturer. Method, results and conclusions codes populated after device evaluation completed. Device evaluation: the device was returned and evaluated by a cross functional engineering team on 18 dec 2019. During visual inspection, the team identified damage and a breach to the device''s outer jacket starting the guide wire port of the device and extending distally towards the device tip (longitudinal tear). The inner lumen was also confirmed to have torn at the same location. The outer jacket and inner lumen tore from the inside, outwardly. Only one broken fiber was noticed at the distal tip. The remaining fibers in the device were intact. The damage most likely occurred from removal of the guide wire in the opposite direction of the catheter, causing the tear (breach) to inner lumen and outer jacket.

Manufacturer narrative:
Patient age and date of birth unavailable. Manufacturer is anticipating the return of the device but the device has not arrived at this time.

Event description:
A peripheral atherectomy procedure commenced to treat a calcified lesion in the distal superficial femoral artery (sfa), popliteal and posterior tibial (pt) arteries. During use of a spectranetics turbo elite laser atherectomy catheter (when the physician removed the device from the patient''s body), it was reported that the catheter had been broken in half; however there was no reported embolus, so no portion of the device was left in the patient. The procedure was completed with use of an ivus catheter and a second device with no reported patient harm. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. The manufacturer is anticipating return of the device for evaluation but the device has not arrived at this time.